Event description:
On (B)(6), 2010, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient's iliac arteries were somewhat tortuous, which what appeared to be stenosis in the right common iliac. The patient tolerated the procedure with completion angiography showing no evidence of an endoleak. On (B)(6), 2010, the gore field sales associate (fsa) was informed the patient was scheduled for an angiogram on (B)(6), 2010. The angiogram is to determine if a type I or ii endoleak exists and if the device migrated. On (B)(6), 2010, a possible type I endoleak will have persisted 30 days. The patient is asymptomatic and there is no enlargement of the aneurysm.

Manufacturer narrative:
Method - a review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: endoleak. Additional devices related to this event are: pxc20100/(B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to; endoleak.